Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03819.

Event description:
It was reported that during a right shoulder arthroplasty, the bearing did not engage the humeral tray correctly and locking ring was found jammed upon inspection. Same size implants were used to replace intraoperatively, and no harm to the patient was indicated. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event is considered not confirmed as the returned device met all specifications; the returned the bearing was properly assembled to the tray with no noted damage and no gaps identified. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined as there was no problem identified with the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.